Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had failed battery test. Customer's blood glucose value was over 400 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery alarm anomaly or blank display anomaly noted. The alert feature functioned properly. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, and missing end cap sticker.